Manufacturer narrative:
Physio-control further evaluated the customer's device at the product assessment center (pac) and verified and duplicated the reported issue. It was further observed that the device would not power on. The cause of the reported issue was determined to be due to the missing component of the on/off switch which allows the flex cable dome to be properly contacted by the button.

Event description:
A customer contacted physio-control to report that shock button on their device did not work. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was confirmed that the device can not be repaired. The customer will receive a replacement device.

Event description:
A customer contacted physio-control to report that shock button on their device did not work. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.